Manufacturer narrative:
The device is expected to be evaluated; however, at the time of this report, the device has not been returned. A supplemental report will be submitted to communicate the results of the complaint investigation results.

Event description:
It was reported that during use of a vigileo monitor, the monitor displayed inaccurate values. No alarms or error messages were displayed. Additional information was requested; however, no additional information was provided at the time of this report. Should additional information be received, a follow-up communication will be submitted. Inquired of patient demographics, however, it was unable to be obtained. There was no allegation of patient compromise and no other system-related devices were identified as suspect.

Manufacturer narrative:
The monitor was manufactured september 22, 2005. The review of the device history record was completed and there was a work order generated during the manufacturing process; however, it was not related to the complaint issue. Per edwards¿ procedure ¿lifetime of the product specification,¿ the useful life of the monitor is 5 years. The referenced monitor has exceeded its useful life. Evaluation testing supports that the monitor functions as expected. No physical damage was found in the visual inspection. It is unknown whether procedural processes or a specific circumstance played a role in the customer¿s experience, as the fault could not be replicated and no other issues were detected. Invasive procedures involve some patient risks. With any hemodynamic monitoring, pressure readings can change quickly and dramatically. Abnormal pressure readings should correlate with the patient¿s clinical manifestations. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.